Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant, the patient required a pocket revision due to an infection with the implantable cardioverter defibrillator (ICD) system. The ICD system remains in use. No further patient complications have been reported as a result of this event.